Manufacturer narrative:
Provided quality control data showed some non-reproducible discrepant high results. Precision studies were performed and were out of specification for some assays. The field service engineer checked the analyzer and found kinked tubing. The tubing was replaced and the cell rinse filling volume was adjusted. After the reagent probes, vacuum membranes, and valves were exchanged it was confirmed that the instrument runs within specification. The customer had no further issues after these actions. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with lipc (lipase colorimetric assay) on a cobas 8000 c 502 module. The sample initially resulted in a lipc value of 480.8 u/l, accompanied by a data flag. The sample was repeated three times, resulting in values of 46.2 u/l, 36.3 u/l, and 106.0 u/l. The result of 106.0 u/l was reported outside of the laboratory and questioned by the physician. On (B)(6) 2022, the sample was repeated again, resulting in a value of 40 u/l. An additional discrepant lipc result was observed in the customer-provided data. On (B)(6) 2022, the sample initially resulted in an lipc value of 410.5 u/l accompanied by a data flag. The sample was repeated, resulting in a value of 41.2 u/l. It was asked but it is unknown if these results derive from the same or a different patient sample. The lipc reagent lot was 660830 with an expiration date of 31-aug-2023